Manufacturer narrative:
The customer was provided with a replacement device. The device was returned to physio-control, however it did not get forwarded for further analysis because the return material authorization number it was returned under was incorrectly coded as a trade in device. That resulted in the scrapping of the device. Since the device could not be further evaluated the root cause of the reported issue could not be determined. Device scrapped.

Event description:
The customer contacted physio-control to report that their device would not power on. In this state the device would not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A replacement device will be provided to the customer. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not returned for evaluation.

Event description:
The customer contacted physio-control to report that their device would not power on. In this state the device would not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.